Event description:
The trial patient (pt) reported that they started trial yesterday (B)(6) 2016). The patient was feeling dizzy and lightheaded since yesterday at noon. Pt did call hcp (healthcare provider) and they directed pt to call the manufacturer. Pt stated he turned down all the way, still doing it. Pt also stated this happens when he's lying down or sitting and gets up to do something. Pt stated working in the basement and got up after eating and lost balance and head was spinning and once worked again was okay. Pt stated hard to keep balance at first. Pt stated hcp said they have never heard of this happening. Event date: (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.